Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the patient went to the emergency room and expired because the patient's "heart stopped." The person did not know if the device was functioning properly nor did they follow up with a physician but did say they think the device contributed to the death. Follow up with the implanting physician was unable to gain any further information as the patient was not in the clinic and was seen in an emergency room. Further details about the death have been requested and not made available. The cause of death is unknown. No specific complaints have been made about the device system or any individual components.